Manufacturer narrative:
There was no donor involved in the incident. The motor control board has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of smoke from the motor control board on a pcs®2 plasma collection system.